Event description:
The physician attempted closure of an arteriotomy site with the prostar xl 10 french device following an interventional procedure. After deployment of the device, it became stuck in the pt and could not be removed. The pt was taken for a surgical cut-down in order to remove the device. Hospitalization was prolonged for an unspecified duration. At last report, the pt was doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.